Manufacturer narrative:
The prod was not returned for eval. We are unable to confirm the reported inaccurate low measurement or to determine if it could have contributed to the pt's hospitalization. Qualification records were reviewed and the prod lot met all acceptance criteria. The omnipod user guide warns "if you are experiencing symptoms that are not consistent with your blood glucose reading and you have followed all instructions described in this user guide, call your healthcare provider immediately," and advises "you should perform a control solution test when you suspect that your meter or test strips are not working properly, when you think your test results are not accurate, or if your test results are not consistent with how you feel."

Event description:
The pt reported that he had to be hospitalized due to a pdm blood glucose meter reading incorrectly. His pdm will read 9.8 mmol/l (176 mg/dl) which it should have read 38.0 mmol/l (684 mg/dl). At the hosp they placed him on an infusion of nacl and novorapid.